Event description:
During routine testing of the device at the service center, the service tech reported that error codes f070 and f133 appeared in eeprom. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.